Event description:
(B)(4). This spontaneous case reported by a consumer, who contacted the company for product information, concerned a (B)(6) male patient of unknown origin. Medical history included diabetes for a long time. Concomitant medications included insulin glargine and metformin for unspecified indications. The patient took insulin lispro (humalog) via cartridge in a memoir burgundy reusable device beginning (B)(6) 2008 dosed by sliding scale (about 10 units) three times a day, for the treatment of diabetes. On an unspecified date, his numbers were not right (blood sugars). Treatment measures were not provided and at the time of this report ((B)(6) 2011) his diabetes was under control (recovered). Beginning on an unspecified date, the patient was very sick. He reportedly went from (B)(6) to (B)(6) in about six months due to a lack of appetite. On (B)(6) 2011 the patient had surgery to remove his gallbladder (indication not provided). No details of the surgery or recovery were provided. He recovered from the surgery. Reportedly, his loss of appetite continued some time after the gallbladder surgery and at the time of this report ((B)(6) 2011) he was stable and recovering from the events. The past three weeks ((B)(6) 2011) the memoir device was acting up and when the patient dialed 2 there was nothing on the screen (product complaint (B)(4)/lot 0704c02 for the device). On an unspecified date, the pharmacy gave the patient an insulin lispro kwikpen device instead of the memoir pen. At the time of this report ((B)(6) 2011) the patient had used the kwikpen device but he loved the memoir pen and still had cartridges to use. Insulin lispro continued via the kwikpen device. It was unknown if the patient was a trained user of the device. The duration of use of the memoir device was two and one half years. The duration of use of the kwikpen device was not provided. Use of kwikpen continued. It was unclear if the patient continued use with the memoir device as it sometimes did not work and sometimes did work. The memoir device was not returned for further investigation as it had been thrown away. Kwikpen use continued. Update (B)(6) 2011: : additional information received on (B)(6) 2011 from the global product complaint database updated the reporter's demographics, the medwatch, the EU/ca fields; updated the malfunction field to yes/cirm for the humapen memoir; and updated the narrative. Update (B)(6) 2011: additional information received on (B)(6) 2011 from the initial reporter: patients demographic modified; the patient received a mailer to send back the questioned device, but it had been thrown away. The device would not be returned and narrative updated accordingly. Update (B)(6) 2011: additional information received on (B)(6) 2011 from the global product complaint database added the device specific safety summary and the manufactured date of the device; updated the medwatch and EU/ca fields and the narrative.

Event description:
(B)(4). This spontaneous case reported by a consumer, who contacted the company for product information, concerned a (B)(6) male patient of unknown origin. Medical history included diabetes for a long time. Concomitant medications included insulin glargine and metformin for unspecified indications. The patient took insulin lispro (humalog) via cartridge in a memoir burgundy reusable device beginning (B)(6) 2008 dosed by sliding scale (about 10 units) three times a day, for the treatment of diabetes. On an unspecified date, his numbers were not right (blood sugars). Treatment measures were not provided and at the time of this report ((B)(6) 2011) his diabetes was under control (recovered). Beginning on an unspecified date, the patient was very sick. He reportedly went from (B)(6) pounds in about six months due to a lack of appetite. On (B)(6) 2011 the patient had surgery to remove his gallbladder (indication not provided). No details of the surgery or recovery were provided. He recovered from the surgery. Reportedly, his loss of appetite continued some time after the gallbladder surgery and at the time of this report ((B)(6) 2011) he was stable and recovering from the events. The past three weeks ((B)(6) 2011) the memoir device was acting up and when the patient dialed 2 there was nothing on the screen (product complaint (B)(4) for the device). On an unspecified date, the pharmacy gave the patient an insulin lispro kwikpen device instead of the memoir pen. At the time of this report ((B)(6) 2011) the patient had used the kwikpen device but he loved the memoir pen and still had cartridges to use. Insulin lispro continued via the kwikpen device. It was unknown if the patient was a trained user of the device. The duration of use of the memoir device was two and one half years. The duration of use of the kwikpen device was not provided. Use of kwikpen continued. It was unclear if the patient continued use with the memoir device as it sometimes did not work and sometimes did work. Return status of the memoir device was not provided, kwikpen use continued. Update (B)(4) 2011: : additional information received on (B)(4) 2011 from the global product complaint database updated the reporter's demographics, the medwatch; updated the malfunction field to yes/cirm for the humapen memoir; and updated the narrative.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. This report includes final evaluation findings. No additional information is expected evaluation summary a caller reported the battery is gone on her husband's humapen memoir device, and that sometimes it works and sometimes it does not, that when you dial to the number 2 there is nothing on the screen. The device (batch number (B)(4), manufactured april 2007) was not returned for investigation, therefore no root cause or corrective action could be determined. Based on the limited information available in the complaint narrative, missing segments in the dose numbers cannot be ruled out. A batch record review was completed and no issues were identified that would be related to missing segments. If the missing segments occurred in the dose numbers, this reportable malfunction may result in an inaccurate dose of insulin. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. Improper use and storage - there is no evidence of improper use.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.